Event description:
According to the information received, a 24mm amplatzer septal occluder (aso) deformed cobra-shaped during deployment. Another aso was successfully implanted.

Manufacturer narrative:
Although this is not a reportable event, aga medical is submitting this report since a voluntary report (B)(4) was submitted by the hospital. The 24mm amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the right atrial disc deformed bowl-shaped and waist elongated. According to the amplatzer septal occluder instructions for use, the warnings section lists the following statement: do not release the amplatzer septal occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device. Our investigation was able to reproduce and confirm the performance described. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.